Event description:
A model 7600b, rev a stopped working during use and exhibited a visible deformation on the enclosure. There was no harm to the patient.

Manufacturer narrative:
If single-use disposable 8000ca sensor has a power to ground short, the dc/dc isolater component in the 7600b reusable pod may overheat.